Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella procedure the impella started at p-2 but immediately after the pump stopped. Motor current high alarm followed by impella stopped. The level was reduced to p-0 and started again 4 times with same result when trying to increase the p-level. The decision was made to remove it and a new impella was successfully inserted.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned to fs for investigation. Upon investigation of the pump, a large biomaterial was found wrapped around the impeller. The root cause of the temporary pump stop was determined to be biomaterial.